Event description:
Complainant alleged that during biomed testing, these autoclavable internal handles failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device is not returning to zoll and the customer was informed that this device is retired and not on the FDA-approved AED list.